Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a thoracic (arch) aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system (ctag ac), the najuta thoracic stent graft system (najuta), and the gore® dryseal flex introducer sheath (dsf sheath). During the procedure, a 24 fr dsf sheath (sn: (B)(6) was inserted via the left femoral artery (fa) but got stuck in the external iliac artery (eia), resulting in an eia rupture. A stent graft was implanted to treat the rupture. A second attempt to insert the 24 fr dsf sheath was made, but it became stuck inside the implanted stent graft. Subsequently, a 22 fr dsf sheath (sn: (B)(6) was attempted via the left fa, but it got stuck at the same site as well. The 22 fr dsf sheath (sn: (B)(6) was left at the left access site and the access site was then switched to the right femoral artery. Another 22 fr dsf sheath (sn: (B)(6) was successfully inserted from the right side, and the ctag ac was deployed. After withdrawing the sheath, the najuta device was inserted. Although advancement was challenging, the najuta was successfully implanted. Following withdrawal of the najuta delivery catheter, the patient experienced a drop in blood pressure. Dissection of the right eia and rupture of the right fa were confirmed. Additional stent grafts were implanted to cover both vessels, and bleeding was controlled. Upon removal of the 22 fr dsf sheath (sn: (B)(6) from the left fa, another drop in blood pressure occurred, and a rupture of the left fa was identified. Additional stent grafts were implanted to treat the rupture. Although blood pressure stabilized, the pulse in the left lower extremity was diminished. Surgical repair was performed at the left access site. The patient tolerated the procedure. The reporting physician commented: the condition of both access sites was extremely poor (diameter 4 to 7 mm), and the devices were inserted forcibly, which led to the rupture of the access vessels.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect results of investigation. H6: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met the specifications and procedures. H6: IFU statements the dryseal sheath device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Warnings on applicable subjects (patients) 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result.] Instructions for operation or use [sheath preparation] 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device.